Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer treated their blood glucose with a manual injection. The customer stated their blood glucose was high from an infusion set leak. The customer stated the infusion set was leaking at the site. Customer's current blood glucose was 195 mg/dl. It was also found the customer had adhesive issues with the site. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.